Event description:
In 2025, a patient in the United Kingdom underwent a procedure for the placement of Percutaneous Endoscopic Gastrostomy (PEG) tube. It was reported that the patient experienced stoma site granulation, some bleeding, and foul smelling yellow discharge, ongoing for approximately one year. The patient is being treated with unknown long-term antibiotic and topical Fucidin cream. The device remains implanted.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.Clarification to D.6a: Partial implant date reported as 2025.Catalog number in D4 is the international List number which is similar to US List Number of 062910.The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a PEG tube placement. If any further relevant information is identified or obtained, a supplemental MedWatch will be filed.